Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that sensor glucose was 110mg/dl and blood glucose would be over 600mg/dl or sensor glucose it would be 268mg/dl and blood glucose would be 104mg/dl. The customer keeps getting sensor glucose versus blood glucose issues. Blood glucose value from reported event was 104mg/dl and sensor glucose value from reported event was 268mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. The insulin delivery was not suspended due to sensor glucose values. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.